Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The sample was visually inspected using 25x magnification and found to be conforming. Actuation and aspiration testing were performed and deemed conforming. The complaint evaluation does not confirm the probe had an actuation or cutting failure. The probe met visual inspection and functional testing. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure and a cutting failure occurred during a vitrectomy procedure. The product was replaced and the procedure was completed without harm to the patient. Additional information and a product sample have been requested.